Event description:
Patient in MRI setup medfusion pump to administer precedex at 0.3 mcg/kg/min.-7.1ml/hr.- pump running correctly for 5 mins. Then pump started alarming motor error malfunction. That¿s when I noticed all the med had been administered to patient. -47ml-.